Event description:
It was reported to vyaire medical that the vela comp ventilator had transducer fault (xdcr fault). The issue happened during device maintenance work. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - the customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined.customer is requesting for turbine characteristics file to program new mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.